Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.